Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preventive maintenance, the level sensor was observed to have a deformed sensor surface. The sensor was replaced. There was no adverse consequence to a pt as a result of this event.